Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 6 months. A correlation between the device and the reported driveline infection and bacteremia could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient had a chronic driveline infection, which progressed to bacteremia. The dates of onset for the driveline infection and the bacteremia were not provided. The patient received unspecified treatment for the infections; however, the infections progressed and the patient was placed in hospice care. The patient expired on (B)(6) 2015.